Manufacturer narrative:
(B)(4). This is a report of use error, where the patient cut the cassette patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient cut the cassette patient line. This occurred during dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.